Event description:
Affiliate reported that the customer said the product stopped monitoring the intracranial pressure. The rep observed the wire was frayed. Additional information also explained the device was replaced with a new one and it was then possible to continue the monitoring.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.